Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal, an upstream occlusion seal that was damaged, and an air detector that was also damaged. The dso seal, uso seal and air detector were replaced to fix the issue.

Event description:
It was reported that the device does not maintain date and time. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated, the upstream occlusion seal was damaged, and the air detector was also damaged. There was no patient involvement.